Event description:
The physician was treating a patient with an ischemic stroke with the pneumbra system 054 and a 50 cc syringe to aspirate. The patient had tortuous vessels. The physician noticed that during use, the catheter collapsed. The physician then tried to use another system to treat the patient but was not successful. The patient's conditions worsened and eventually they passed away because the area of brain could not be reperfused.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Device investigation: results: the distal tip region from 0-13.5 cm shows kinking and flattening. A 0.054" mandrel was introduced into the hub of the catheter and advanced distally. The mandrel stopped 13.5 cm from the distal tip. The catheter is non-functional. Conclusion: the flattening of the catheter noted in the complaint is confirmed. Tortuous vascular anatomy as mentioned in the complaint can cause flattening if the catheter is not used coaxially to support the large lumen of the reperfusion catheter 054. Based on the description of the complaint, it is unknown if the physician was using a coaxial technique to advance the catheter through tortuous anatomy. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.